Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated/eroded. The position of the crt-d caused decubitis. The decision was made to implant a new device. All measurements were within range. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This crt-d will be returned to boston scientific. At this time, there is no additional information. Should additional information become available, this report will be updated.